Event description:
A loaner device owned by the manufacturer was at the manufacturing facility for routine cleaning and testing. During testing, a factory technician observed that the device shut down and would not turn back on.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation isolated the cause of the malfunction to an intermittent short in a filter capacitor on the device's main board. Data analysis found no prior occurrences of this component failing in this device family. The reason the capacitor failed could not be determined. The available evidence indicates that this malfunction was a unique instance. The repaired device was returned to the manufacturer's loaner inventory.